Event description:
It was reported that the trialing lead was ¿bent¿ and was ¿not like normal¿. It was noted that the lead was ¿kind of like snaky looking¿ and when it was placed during the trial, the patient didn¿t feel it at all. It was reported that the impedances were high but not greater than 10 ,000 ohms. It was noted that the lead ¿didn¿t work¿ and ¿came out looking strange¿. It was noted that it did not provide stimulation. It was reported that another trial lead was used and worked ¿fine¿.

Manufacturer narrative:
(B)(4).